Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. (B)(4).

Event description:
Caller states that the inform meter has burned and melted plastic near the connector port area. No adverse event reported. Requested return of suspect device and replacement was sent.